Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to upstream occlusion. The cause was identified to be out of calibration ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During idea testing of a returned spectrum infusion pump device, it was observed to display an upstream occlusion. No additional information is available.